Event description:
A nurse reported that she tested a patient's blood glucose using an adc meter and received a reading of 79mg/dl. The nurse reported the patient was experiencing symptoms of hypoglycemia, but could not recall specific symptoms. The facility's physician was called and he obtained an hcp meter reading of 38mg/dl and treated the patient with a glucagon injection. No diagnosis was reported. Although both readings were obtained within a ten-minute timeframe, this method of comparison is not valid. The nurse could not recall if the test site was prepared and washed prior to obtaining blood glucose results.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final repot will be submitted when the investigation is complete.